Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, the exact date was not provided, but the best estimate date is between (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had bilateral lens implants. The lens in the right eye, a model zlb00 (+24.5 diopter) was implanted in the right eye and the vision was 20/40. Also astigmatism had increased post-op; therefore he planned to exchange the zlb00 in the right eye with a zxt150 +25.0 diopter. Additional information was received and it was learnt that the lens was explanted and replaced on (B)(6) 2017. No other surgical or medical intervention was required. The patient was reported doing good when discharged. No further information was provided.